Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 12.8 cm - 13.1 cm from the connector pin. The lead abrasion is consistent with that produced by friction to the device can.